Event description:
The customer's mother stated that the insulin pump gave an alarm, then alarmed with a constant tone. Troubleshooting was performed and the insulin pump counted up to the number seven, then the screen went blank. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display and constant tone. The problem was isolated to the interface board.